Manufacturer narrative:
The sample is under evaluation by the manufacturing site.

Event description:
It was reported that the sony monitor was not turning on. The display was black. No case reported; therefore, there was no patient involvement. Preliminary results of investigation have concluded that he the device does not display an image which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h2, h3, h6. The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and no deficiencies were observed. A functional test revealed that the monitor powers up but does not display an image. The complaint was verified and the root cause was associated with an electrical problem. Factors that may have contributed to the reported event include a failed video board. A complaint history review concluded this was a repeat issue. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.